Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: undetermined, from the information given, however, this complaint is part of a trend under investigation as part of CAPA (B)(4). Parts retained in rd for analysis per CAPA. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further. Addendum added (B)(4) 2012. Conclusion and justification status: following further investigation by bioengineering, notification was received that: it is likely that this device failed due to a combination of device, surgical technique, surgical procedure and patient related factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
The patient was revised due to pain and swelling in the hip joint. During surgery, synovial thickening was noted, but no problem was found in the sliding surfaces. Also, it was noted that the black foreign matter like metallic powder was noted in the head and neck junction circumferentially.